Event description:
On (B)(4) 2014, intuitive surgical inc.(isi) received a complaint with the tenaculum forceps instrument from the user facility which stated when opening the robotic instrument and performing the pre-use inspection, discovered broken cable. The instrument was not used intraoperatively. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.